Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore, the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared elective replacement time (ert) and end of life (eol) earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker device displayed magnet rate at 90 pulse per minute with 0.5 years remaining battery. Automatic capture (ac) set at 1.3 volts however, upon returning to the battery screen again, device longevity was still at 1.5 years. Boston scientific technical services (ts) suggested the field representative to use the original calculation because the magnet rate provides the most accurate longevity. The patient was advised to return to the clinic for device check after a few months and the physician then performed a surgical intervention and this pacemaker device was explanted. No additional adverse patient effects were reported.